Event description:
The complainant reported that an impella cp device was attempted through an axillary access site when femoral access was not suitable. The pump was unable to advance and resistance was encountered when using both short and long peel-away sheaths. During repeated advancement attempts, kinking was observed in the peel-away sheath within the axillary artery and a kink was later identified in the impella catheter. The clinical team attributed the difficulty and damage to the patient¿s vascular anatomy. The affected components were removed, a new impella cp was prepared, and a different sheath was used to successfully deliver the device. The physician reported that the patient was not harmed.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
B5 updated.

Event description:
The complainant reported additional information upon request: "1. The case was planned for percutaneous axillary access at the left axillary due to no viable access at either femoral groin site. There was a discussion prior to the case regarding steps to take for axillary access, best practices, and risks. The physician made the decision to move forward with the case as planned for left axillary access. When getting access, it was noted that the vessel had more tortuosity than expected. Due to the nature of the vessel the first impella that was attempted to be placed was unable to pass. This was due to a kink in the long peel away sheath preventing any forwarded movement. Due to concern of the pump being damaged on insertion, the pump was replaced and the sheath was exchanged for a long 14fr cook sheath. The sheath was placed without issue, and the pump was able to be inserted properly and able to support the patient throughout the duration of the case. No harm came to the patient, and the physician was very pleased with the case support and troubleshooting. 2. The pump is unable to be sent back. 3. No further information".

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary no product returned. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Failure to advance: the cause of the failure to advance was determined to be patient condition as the patient had difficult anatomy and calcification of the vessels preventing successful delivery of impella. Pd-catheter-(twist, bent, kinked): the cause of the product damage was most likely patient condition related since patient had difficult anatomy and calcification of the vessels.